Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was not impacted. The contact stated that after the occlusion alarms the customer was able to clear the alarm and resume insulin deliveries. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. During a follow-up, the contact verified that the current infusion set site was not compromised and declined any further assistance.